Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens went through the bag and it seemed to shoot out of the bag. Additional information was received stating that, the lens was removed and the patient was waiting secondary surgery for lens implant due to which there was a period of anisometropia and loss of vision. Anterior vitrectomy and sutures to the main wound was performed. There was patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2023-88395.